Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 488 mg/dl. The customer reported that the sensor was getting lost sensor signal and was having issue with the tape. The insulin pump was not returned for analysis.